Manufacturer narrative:
The actual date of death is unknown. Bd technical support troubleshoot with customer over the phone. A review of the complaint history record was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 03/28/2019. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for s/n (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. Not applicable. Device evaluated by bd

Event description:
It was reported that during an infusion of "a life saving drug" the pump repeatedly stopped infusing drug on its own. The patient was then transferred to ummc hospital where he expired. The drug was levophed having concentration 16mg/ 250 ml and infusing at rate of 30mcg/ min. Veteran was receiving vasopressor and IV infusions. The pump that was infusing the vasopressor continued to shut off. It was restarted a couple of times and it shut back off. However, the veteran had additional vasopressor infusions going. This did not impact the veterans care. Even though the pump malfunctioned, it did not impact the veterans outcome. Death was not contributed to the bd device.